Event description:
Patient was undergoing egd for findings of esophageal stricture and dysphagia. Bite block caused irritation on both sides of his mouth during the procedure causing bleeding. Area irrigated very carefully. The patient tolerated the procedure well and was sent to recovery in good condition.